Manufacturer narrative:
The agent reported, "glenoid base plate driver snapped off in the base plate". This event occurred during the surgery near the patient. The surgeon reported, "broken tip left in baseplate could not get out." There was a delay in surgery, but the time was not recorded. The surgery was completed as intended. The agent was present when this event occurred and was able to provide another suitable device. The instrument was inspected prior to use and found acceptable. RMA examination: the reported device was returned to surgical, and examination confirmed that the hex driver had broken off. A review of the instrument's device history records (DHR) revealed that, when released for use, it met design and manufacturing requirements. There were no ncmrs associated with the production of the instrument that is related to the reported issue. Customer complaint history of the reported device(s) showed no present trends or ongoing issues that need review. Based on the information available, there are no indications that the instrument has a design or material deficiency. Therefore, no containment of inventory is required. The event is associated with instrument usage, not a design or manufacturing issue. The root cause of this complaint was that the glenoid baseplate driver fractured during use, causing the tip to break off and remain lodged inside the baseplate (in the patient).

Event description:
Instrument failure - glenoid baseplate driver snapped off in the baseplate, delat in surgery, broken fragmnented pieces left in the patiet.